Manufacturer narrative:
H2) additional information: see a1-4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device availble for eval.: information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: unknown, ubd:, UDI#: a manufacturer representative went to the site to test the device. Testing revealed that the handswitch was replaced. After replacing the handswitch, the system passed the system checkout and was fully functional. Evaluation of the returned handswitch found no fault with the device.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a device being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was trying to take images with the o-arm. It was noted that they were getting a dark circle on the screen. The rep had stated that they should perform the rad and gain calibrations on the system. When they completed this it was known that the site was unable to take images. Site rebooted the system with no resolution. O-arm was removed from the room and other system was brought in to finish the case. There was no patient harm or reported as a result of the event.